Event description:
Customer reported difficulty connecting the aquapak to the flow meter before use. It was reported the adaptor and flow meter "are not connected well, spinning around". No patient involvement reported.

Manufacturer narrative:
(B)(4). One 040 adaptor with a translucent snap cap and opaque white body was received for evaluation. No water bottle received for evaluation. Visual inspection of the sample showed no defects. The snap cap made a stable connection to the flowmeter. To test the connection with the added weight of a sufficiently full bottle, a 340 ml bottle was taken from the production line at the manufacturing facility. The water bottle/adaptor assembly was applied to the flowmeter. The flowmeter was set to 5 liters per minute and bubbles were observed in the bottle. The connection was stable. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported difficulty connecting the aquapak to the flow meter before use. It was reported the adaptor and flow meter "are not connected well, spinning around". No patient involvement reported.